Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149383 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m149383 , test base part number 190-430 / lot m149383. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2021. No additional patient information, including treatment and outcome, is available.